Event description:
The customer reported that the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and the universal node were diagnosed as being defective. The customer then performed the repairs and reported that the system was now operating as intended.